Event description:
Per fax: the pt's mitral annulus was highly enlarged, with positive ruptured chordae tendineae. Anterior and posterior mitral leaflets were preserved. A cardiac catheter done on 4/11/00 found that one leaflet did not always move with the opening and closing of the leaflets. Movement of the right and left leaflets was not equal and leaflet movement was gradually becoming worse. The decision to reoperate is pending.